Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06131. It was reported that thrombosis, dissection, and patient death occurred. The patient presented with in-stent restenosis of a non-bsc stent. The target lesion was located in the proximal circumflex artery. A non-bsc guide catheter was advanced and a non-bsc guidewire passed through the stent. An emerge balloon was inflated to nominal pressure inside the restenosed stent and removed. A synergy¿ drug-eluting stent was then deployed successfully inside the restenosed stent, and the stent delivery system was removed from the artery and taken out of the body. The physician injected contrast through the guide catheter and the image showed possible thrombus filling into the circumflex and left anterior descending artery and out to the left main. The synergy¿ drug-eluting stent was fully patent, it did not show any sign of thrombus within the stent. At this point, a dissection proximal to the deployed synergy¿ drug-eluting stent was also a possibility. The rest of the procedure lasted for approximately 40 minutes during which time every attempt was made to extract the thrombus. The patient passed away on the table. The cause of death was sub therapeutic heparin with tissue in the heparin line present.